Event description:
I used complete moisture plus I have had several problems with my eyes. Including severe eye pain, blurred vision, can't see in bright light, excessive tearing and redness in eyes. Dates of use: 2005 - 2007. Diagnosis or reason for use: to clean lenses.